Event description:
It was reported that during a da vinci si partial nephrectomy procedure, the site experienced system error code #16 and system error code #802. With the assistance of an isi technical support engineer (tse) the site powered down the surgeon side cart (ssc) and performed an emergency power off (epo) of the pt side cart (psc). After powering the system back on, the site confirmed that the system homed and no system errors occurred. At the time of the call the tse was unable to view the site's system log. Approximately 45 minutes later, the site contacted isi for technical support assistance indicating that they experienced system error code #31030. Review of the site's system log by the tse confirmed the error code #31030 experienced by the site. The tse also found that system error code #23034 occurred. The tse concluded that system error code 31030 was caused by a failed system restart attempt and system error code #23024 was associated with the cannula port clutch on a pt side manipulator (psm) arm. With the assistance of the tse, the site performed an epo of the psc multiple times; however, the issue persisted. The pt had been under anesthesia approximately 1.5 hrs when the surgeon made the decision to abort the planned surgical procedure and rescheduled it for a later date. No pt harm was reported.

Manufacturer narrative:
The system logs were also reviewed during the investigation conducted by the field service engineer (fse). The fse found that the site also experienced system error # 23. The fse concluded that the system error codes experienced by the site were associated with the set up joint (sujx), the remote arm controller (rac) board, #2 pt side manipulator (psm) arm, the embedded serializer setup joint (essj), and auxiliary power board (apb). The sujx is a non-motorized support arm which holds a psm during surgery. The rac consists of five printed circuit assembly (pca) boards which operate together to provide control of the system arms. The psm is an instrument arm located on the pt side cart that provides the sterile interface for the endowrist instruments. The essj is the printed circuit assembly (pca) inside a system arm that monitors the encoder for each of four endowrist instrument joints and their associated backup potentiometers. The auxiliary power board (apb) controls the battery system in the pt cart. The system was repaired by replacing the affected sujx, rac, psm, essj, sujx and apb. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. Upon determining this condition, the system records the faults and transitions to a safe state. The affected replaced parts were returned and evaluated. Engineering was unable to replicate the system error codes experienced by the site with the returned rac, psm #2, essj and apb as functional testing found that they functioned within specification. Engineering eval of the sujx was able to replicate the system error code #23 experienced by the site. Eval found that a harness within the sujx had a short, which triggered the system error code #23 and causing the issue experienced by the site. The affected harness was replaced to repair the sujx. On (B)(4), 2013, additional info regarding the event was provided by the initial reporter. The initial reporter indicated that to the best of her knowledge the pt did not experience any complications as a result of the reported event and that the pt was scheduled to undergo the re-scheduled surgical procedure using the da vinci si surgical system on (B)(6), 2013. As of (B)(4), 2013, there have been no reported recurrences of the issue at this hosp.